Manufacturer narrative:
Device evaluated by MFR: unit returned with its original sealed pouch; however, the pouch is broken near to the end of the metal cannula proximal section. The metal cannula was received bent, which could have damaged the pouch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable on analysis completed (B)(4) 2015. It was reported that the vtc catheter was noted to be damaged upon unpacking. The device was not used in a case. However, returned device analysis revealed the pouch was broken.